Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a damaged battery was confirmed by baxter personnel during product evaluation. The root cause was assigned to use/user error. The main batteries were replaced to correct this condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with battery damage; this condition had the potential to interrupt delivery. This condition was found in the ICU upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.